Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the xience skypoint interacted with accessory devices (guide catheter) during advancement, as resistance was noted, causing the reported difficult to advance/position and difficult to remove. Further interaction with the guide catheter during removal of the device likely caused the reported material deformation, ultimately causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with mild calcification and moderate tortuosity. The 2.5x33mm xience skypoint stent delivery system (sds) was advanced yet failed to reach the lesion due to resistance with the guiding catheter. During removal the sds, the stent became caught on the guiding catheter causing the stent to become deformed and move on the balloon. The sds with the stent was removed from the femoral access site. A 2.5x33mm non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.